Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 145429: (B)(6) items manufactured and released on 10-oct-2014. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(6) items of this lot have already been sold without any other similar event reported.

Event description:
The patient came in, 3 years and 5 months after primary surgery, complaining of pain due to a loose stem. The surgeon commented that the stem appeared to have been placed at an extreme varus angle during the primary surgery and he believes this caused the stem to loosen over time. The surgeon revised the stem and the liner.